Event description:
The customer reported finding fibers on cysto-nephro videoscope. The event occurred during reprocessing, prior to a diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed however; occurrence was likely. Furthermore, channel leak and detached distal end were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.